Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer could not deliver a bolus with 7 units remaining in the cartridge. Customer's blood glucose level was impacted; however, customer could not recall the values. Although requested, customer could not recall any other specific information regarding the event.